Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 548 mg/dl and ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.